Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified upperarm shunt. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 8atm upon first inflation. The balloon was then completely removed from the patient's body. The procedure was completed with another of the same device. No complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied to inflate the balloon, liquid was observed to be leaking from a balloon pinhole located in the mid-section of the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified upperarm shunt. A 5.00 mm/2.0 cm/50 cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 8atm upon first inflation. The balloon was then completely removed from the patient's body. The procedure was completed with another of the same device. No complications were reported and the patient's condition was good.